Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect slimline needle device was used during an endoscopic ultrasound fine needle aspiration procedure performed on an unknown date. According to the complainant, patients have developed post procedure pancreatitis. According to the physician's assessment, the needle was related to the patients' pancreatitis. There was no alleged malfunction of the device.